Event description:
It was reported that the patient presented for follow-up. Patient had been lost to follow-up for two years. Externalized conductors were observed via fluoroscopy. No electrical anomaly was found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.